Manufacturer narrative:
There can be several root causes of leaflet immobility or leaflet restriction. There may be cases where the leaflet or leaflets are not functioning as intended leading to regurgitation or stenosis and require exchange of the device. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress. Therefore; a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that this patient with a 33mm mitral valve, implanted for six years, underwent a valve-in-valve procedure due to severe stenosis and mild-to-moderate insufficiency, motion restricted with fusion of the leaflets. The patient presented with class IV diastolic congestive heart failure. The tmvr was performed with a 29mm s3. The patient was stable post-procedure and sent to recovery.

Manufacturer narrative:
The most likely cause is patient factors, including leaflet immobility and leaflet fusion of a severely diseased valve, per medical records, likely caused by pannus (nsvd) and/or ckd stage 3 (svd). The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.